Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor glucose and blood glucose was not within acceptable range. The customer¿s blood glucose was 45 mg/dl and the customer¿s sensor glucose was 389 mg/dl. The customer¿s current blood glucose was 389 mg/dl and the customer¿s sensor glucose was 183 mg/dl. The customer also reported high blood glucose. The customer stated that they could not stand. The customer declined troubleshoot. The customer also mentioned that she checked her blood glucose when she was at her home was 43 mg/dl. The insulin pump will not be returned for analysis.